Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a break in their right atrial (ra) lead and that the ra lead exhibited noise. The patient further reported that their right ventricular (rv) lead was crushed. The ra lead and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.